Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2017 at 7:00 p.m. As a result of high blood glucose. The customer's blood glucose level at the time of admission was 349 mg/dl. They tried to treat their high blood glucose with the insulin pump but their blood glucose began to rise so they were taken to the emergency room for treatment. Troubleshooting was performed on the insulin pump. No issue was found with the insulin pump. The device will not be returned for analysis.